Manufacturer narrative:
Other relevant device(s) are: model: 9733467. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the axiem was having communication issues with the navigation system. Once reseating the communication cable, the issue was corrected, and the system functioned as intended once again. There was no patient present at the time of the event.